Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the first device did not form the staples properly, nor did the knife cut when fired. The cartridge would not stay seeded on the second device. There was no patient consequences.